Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer complained of an erroneous crpl3 c-reactive protein gen.3 (crp) result for 1 patient sample on a cobas 6000 c (501) module. The initial crp result was 150.7 mg/l. The customer's middleware was set to repeat samples greater than 150 mg/l. The repeat crp result was 151.4 mg/l. The customer's middleware requested a rerun and the sample tube was mistakenly loaded on the analyzer. The c 501 automatically reran the sample a third time with a crp result of 0 mg/dl and was reported outside of the laboratory. It was unclear which result was alleged to be incorrect. It was unknown if there was an adverse event. There was no allegation of an adverse event. The crp reagent lot number was 293602. The expiration date was not provided. It was unclear which result was alleged to be incorrect.

Manufacturer narrative:
The field service engineer performed preventative maintenance and confirmed that the c 501 module was operating within specification. The investigation was unable to find a definitive root cause.